Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during positioning of the embolization coil in a cavernous carotid fistula, the coil detached. The coil was successfully retrieved with a snare device. There was no reported patient injury. The patient was reported to be doing fine post-procedure.

Manufacturer narrative:
The device was returned with the pusher, implant, microcatheter, and introducer for analysis. The pusher was returned broken into two pieces at the body coil just distal of the transition pet. The distal piece of the pusher was returned partially inside the distal of the microcatheter. The proximal piece of the pusher was returned inside the introducer. While extracting the pusher from the introducer, heavy friction was observed. The introducer tip was found to be flared and damaged. The body coils on the proximal piece were stretched and twisted. The lead wires were broken at the middle and the insulation on the green wire was stripped. The remainder of the pusher was extracted through the distal of the microcatheter. While extracting, heavy friction was observed and the body coils were stretched. The microcatheter was found to be smashed in two locations, 10" from distal and 21" from proximal. The implant was still attached to the pusher and the strain relief was folded. The implant contained stretched and damaged coils at tie knot and it was observed to have lost its shape at the distal. This investigation considers predetachment as a break in the monofilament. The analysis determined that this detachment was caused by excessive force, most likely caused when the user removed the pusher after it got stuck in the kinked catheter. This detachment was not due to a break in the monofilament; the implant remained attached to the distal portion of the pusher, which is why this is considered unconfirmed. The force exerted during manipulating/retracting the device exceeded the maximum tensile specification of the pusher. The root cause of the damage to the microcatheter is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.